Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer returned the incorrect meter. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(4) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated hi was obtained one hour post meal. The customer¿s expected blood glucose test result two hours post meal is 140 mg/dl; customer stated that he does not test first thing in the morning. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/18/2023 and test strips were opened two months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 29-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were not returned for evaluation - customer returned the incorrect meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.